Event description:
Caller reported a cgm error 42, related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset and walked the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.